Event description:
The customer reported that the system holds boot at 5 arrows on the mainframe console. The problem occurred after initial power on of system.

Manufacturer narrative:
(B) (4). The ge service rep reloaded software and calibration files. He tested the system boot 10 times in repetition. Tested fluoro, verified images transfer to pacs. The system is operating as intended.